Event description:
It was reported that the patient's lead was showing high impedances. A x-ray was taken and it was discovered the lead was fractured. Further intervention may be pending.

Manufacturer narrative:
Date of event: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.